Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer's blood glucose level was 2.7 mmol/l at the time of the incident and was treated with food. The customer was experiencing low blood glucose for 15 minutes. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not use auto mode. The customer does not allege that the insulin pump was over delivering. The device will not be returned for analysis.